Manufacturer narrative:
(B)(4). Date sent: 2-3-2016. Clarification received - the file no longer meets the criteria of a reportable event did the blade tip break off and that is why it was shorter? No, it did not break off. The surgeon complaint the blade could not grasp tissue completely, so she thought the blade was shorter than tissue pad. If the blade tip broke off was it retrieved? No, it did not brake off. Is the broken blade tip returning with the device? No, the blade was still the same, no brake off.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did the blade tip break of and that is why it was shorter? If the blade tip broke off was it retrieved? Is the broken blade tip returning with the device?

Event description:
It was reported that during a video assisted thoracoscopic surgery, the active blade was shorter than tissue pad. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.